Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a malfunction with alert 61, and after a user-initiated restart, displayed alert 57; the device then presented as if factory reset and the user transitioned to backup therapy with subcutaneous insulin pens while a replacement was arranged. Symptoms included hyperglycemia with a highest reported blood glucose of 348 and sustained readings above target. Outcomes included temporary interruption of automated insulin delivery requiring manual insulin administration; no ketone testing or medical intervention was reported. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.